Manufacturer narrative:
Complaint no.:(B)(4). Evaluation summary: the reported sample was returned for evaluation. The visual inspection and functional test identified the reported condition as a steady leak streaming liquid on the upper left edge by the hanger side weld seam. Magnified inspection of the leak location identified an edge gouge with raised eva edges around the sides of the gouge. The manual add port cap had been removed, and the septum had been spiked. As manual additions to the tpn solution occur after bag filling, it is unlikely additions to the tpn solution would have been made if a leak was present. Based on evaluation findings, the condition was determined to have occurred during handling of the filled bag. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The evaluation of the provided sample is anticipated, but not yet begun. The batch review did not find any nonconformances related to the reported condition during the manufacture of this device. A follow-up report will be submitted once the evaluation results become available.

Event description:
It was reported that a tpn therapy bag had a hole in the upper left corner, near the seam. The hole was discovered after compounding. This report documents no patient involvement or adverse events. No additional information is available.